Event description:
An altitude alarm on the customer's pump was reported. The customer's blood glucose level was recorded between 54-500 mg/dl (3.0-27.7 mmol/l), indicating no adverse impact. The customer, with guidance from technical support, removed obstructions from the pump's speaker holes, cleaned them, and followed steps to resume insulin delivery. The alarm did not recur, and the pump returned to normal operation after the actions were taken.